Event description:
It was reported that the patient presented for a routine clinic visit and stated that they experienced hot flashes. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition, and extracardiac stimulation. Programming changes were made, and the rv lead was capped on (B)(6) 2025, and successfully replaced. The patient was stable.